Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead tip was bent between the helix housing and anode ring at a 29 degree angle. The conductor coils were deformed 65 - 70, 142, 148 - 160 and 265 - 267mm from the terminal pin. The coils were also stretched 450 - 459 and 460 - 529mm from the terminal pin. The insulation was cut at 265 - 267mm from the terminal pin. The helix mechanism was extended and dried blood was noted around the helix base, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Next, resistance testing was then performed to assess the lead's electrical performance. Measurements throughout these tests were within the normal range. Past experience has shown that blood infiltration into the helix housing can negatively impact the function of the helix mechanism. When blood enters the helix housing it can get trapped and coagulate within the helix mechanism. This can add significant resistance to extending or retracting the helix. Based upon your clinical observation and the laboratory findings, we believe that body fluid inside the helix housing caused the irregularity in helix function, as coagulated body fluid/tissue can impact into the tip of the housing, preventing appropriate tip to tissue contact.

Event description:
Boston scientific crm received information that shortly after the implant procedure, a chest x-ray revealed that this atrial lead had dislodged. A revision procedure was performed. Multiple attempts were made to reposition the lead. It was noted on x-ray that the active fixation was very dificult to see, and may have not extended as designed.the decision was made to remove the lead and position a new passive fixation lead in the atrial appendage. Upon removal of the lead, it became stuck in the region of the left clavicle/subclavian vein. Excessive force and twisting was needed to remove the lead. Once the lead was finally out, it was noted that the tip of the lead was damaged significantly and the active fixation was not working as designed. The new lead was then positioned with little difficulty and satisfactory measurements. No adverse patient effects were reported. The attempted lead was returned for analysis.